Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#unknown) sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#unknown) sigadaptshort, sig power sigadaptshort lin short adapt (sn:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted there were no abnormalities that would have contributed to the reported condition. During the investigation a condition of a powered stapler fatal error was detected. This condition has a potential for patient harm. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the device did not work as expected and the display screen had an irregular output. The reported issues were confirmed. Visual inspection noted there were no abnormalities that would have contributed to the reported condition. The most likely cause was traced to software coding. Internal process im provements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic pneumonectomy, during blood vessel processing, there were no abnormalities and everything was green with the device until the cartridge was connected. The screen became dark when the device was articulated in the thoracic cavity. After that, the screen was restored, but all the operations could not be performed. After the surgery was completed using another handle, shell adapter and reload, this handle was removed from the shell, but the screen display was the same as when it was dropped last time. No patient injury. Medtronic's initial evaluation of the incident is that analysis of the system data indicated that there was an error for the system queue being full.